Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 39 mg/dl. Reportedly, the customer "administered excessive insulin" via the pump resulting in the low bg. Customer consumed carbohydrates to address the low bg. Tandem technical support (cts) performed a review of the pump data and determined that the pump functioned as intended, customer acknowledged and understood.